Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient (who had called in because they had lost their belt,) that the ins had come to the surface of the skin multiple times and they had had to have the ins moved 6 times. The patient stated that they made a manufacturer representative (rep) aware of the issue right when it had first started happening. The most recent time was in october 2020, a week after implant and the device had started electrocuting them. The patient said they were currently wearing depends because the ins was depleted.